Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference numbers: 1627487-2022-00320, 3006705815-2022-00272, 1627487-2022-00321. It was reported that the patient underwent surgical intervention wherein both cervical and thoracic scs system were explanted on an unknown date. The physician stated the systems were explanted due to malfunction. No additional information is available. It is unknown which system contributed to the issue, therefore all products are being reported.

Manufacturer narrative:
This device is no longer reportable based on returned product analysis.

Event description:
Additional information received following analysis of returned ipg by the product performance engineering (ppe) group found the device exhibited normal device characteristics.